Event description:
Reportedly, the volume was inaccurate during preventative maintenance testing.

Manufacturer narrative:
Device eval results: the reported incident could not be duplicated. Standard service inspection and 24-hour testing found no faults or issues with the pump. The pump was also tested for delivery by qa and met specs. The device's operation log was downloaded. Six infusions were calculated. All six met delivery specs.